Manufacturer narrative:
Product analysis: at analysis it was noted that there was no response following boot-up and therefore the power supply was changed out. It was additionally noted that the software was unable to be updated and the programmer was being sent on for maintenance. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer and the radiofrequency head which were returned for inspection subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.